Manufacturer narrative:
The device was received with the shuttle cartridge engaged to the handle and with the procedural sheath pulled back against the shuttle. Two pieces of sealants were returned, one piece was wrapping around the balloon and the other was stuck to the shuttle cartridge. The advancer tube was engaged to the distal tamp lock. The catheter, shuttle cartridge and the procedural sheath were inspected for anomalies were observed. It is unk whether the location of the sealant occurred during procedure of due to user manipulation, the root cause of the event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a female pt underwent an interventional catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down and then the tech (who is not a trained user) pushed the shuttle down more to insure that the shuttle was advanced far enough. The physician took over and when the physician withdrew the sheath from the tissue tract; the advancer tube was noted to have remained inside the shuttle. The balloon was deflated and the device was removed. The pt was converted to manual compression for 30 minutes at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. The sales professional reported that he had only completed 1 training session with the physician and he was not present for this procedure.